Event description:
On april 20, 2022, a sample arrived with two barcodes on the tube. An incorrect barcode was scanned by the instrument in position d12. The technician attempted to correct the error, but incorrectly scanned the barcode into position e12, overwriting a different sample, and leaving the incorrect barcode in the file in d12. There is a possibility that the results of sample (B)(6) were misreported.

Manufacturer narrative:
After investigation, the root cause was determined to be that the tube arrived with multiple barcodes, causing a deviation from our standard procedure. The error occurred due to having two barcodes on the sample tube. Sop (B)(4) covid19 viral rna extraction workflow was updated. Section 7.1.1 was added to state: if there are two barcodes on a tube, aside from an accurate diagnostics lab (adl) label, the tube should be returned to the accessioning team to verify which label should be used to complete services. The team will then remove the extraneous label.